Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation confirmed the reported lead damage at explant. The lead was returned in two segments severed 90 millimeters (mm) from the terminal end with the coils and insulation cut with a tool. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a procedure to replace the associated implantable cardioverter defibrillator (ICD), this right ventricular (rv) and right atrial (ra) lead were noted to exhibit high threshold measurements. The leads were both explanted and replaced. No additional adverse patient effects were reported. The leads sustained damage during explant and will not be returned. The severed lead tip was returned for analysis.

Event description:
It was reported that during a procedure to replace the associated implantable cardioverter defibrillator (ICD), this right ventricular (rv) and right atrial (ra) lead were noted to exhibit high threshold measurements. The leads were both explanted and replaced. No additional adverse patient effects were reported. The leads sustained damage during explant and will not be returned.